Event description:
It was reported to philips that the system's geometry was intermittently failing. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed by restarting the system. It was reported to philips that the system's geometry was intermittently failing. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found communication errors between the power supply and the geometry control system, possibly related to the table or arc signal controls and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system sometimes boots without geometry due to incorrect configuration, so upon startup, it indicates that it found a problem with one of the components and also found that the operating system was reinstalled previously to address similar issues and no related errors found in the log. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.